Event description:
Additional information was received from the healthcare provider (hcp). It was reported that actions/interventions taken to resolve the patient's withdrawal symptoms was that the patient was provided oral withdrawal and pain medications. A loaner personal therapy manager (ptm) was provided to the patient on (B)(6) 2025. The patient's withdrawal symptoms resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type : software product ID hh90t01 lot# serial# unknown. Product type mobile: platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing dilaudid (hydromorphone), bupivacaine, and fentanyl for other chronic/intract pain and non-malignant pain. It was reported that the patient (pt) reported experiencing withdrawal symptoms over the weekend (confirmed saturday morning) because they were unable to use the handset myptm due to issues with the hardware. Pt stated it was so bad that they ended up in the emergency room yesterday afternoon.